Event description:
The customer reported tpn leaked from the filter on a pt in the nicu. There was no pt harm or medical intervention. Although requested, no further pt/event info provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the failure investigation has been completed.